Event description:
It was reported to resmed that a mirage liberty mask system caused a sore on the patient's right cheek which required surgery.

Manufacturer narrative:
Resmed has requested the mask be returned so that an engineering investigation could be performed. Based on the interview between resmed and the patient, the patient stated that she developed a small sore on her cheek where the plastic clips of the headgear contact her face. The sore became painful causing her to seek medical attention. The patient then stated that her doctor surgically removed the sore from her cheek. The patient stated that her cheek healed after surgery and currently does not want to wear a mask that might touch the area on her face.